Event description:
While revising the lv lead due to twiddler's syndrome, this atrial lead was capped because it was not working appropriately. No additional information is available. Should additional information become available, this event will be updated.